Manufacturer narrative:
H3: analysis of the catheter found "catheter body-kink observed" and "damage to transition tube". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient was taken to surgery on (B)(6) 2025, and during the procedure, the physician tried to aspirate but he was unsuccessful. He disconnected the old pump and then used a pump segment to try to splice into the existing catheter and he was still unable to aspirate. He then made a small incision in the spine and cut the catheter in the spine segment with no csf (cerebrospinal fluid) drip there as well. At that point, he decided to pull the entire catheter and implant a brand new one after which he had good csf flow. He was then able to successfully connect the new catheter to the new pump and successfully aspirated through the cap (catheter access port) chamber.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-sep-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 20mg/ml at 13.4mg/day. It was reported that the patient arrived for a catheter dye study, as he had reported to be experiencing increased pain. After accessing the catheter port, the catheter did not aspirate. In regards to environmental, external, or patient factors that may have led or contributed to the issue, there were no factors to report. The only diagnostic/troubleshooting steps performed were attempting the catheter dye study. The needle was confirmed in the port via anterior/posterior and lateral fluoroscopy pictures. At this time, the physician was aware but there were no interventions scheduled. At the time of this report, the issue was not resolved. Surgical interventions was planned but had not been completed or scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) confirmed with the healthcare provider (hcp) reporting that the increased pain and inability to aspirate the catheter access port (cap) was not determined. There had not been any surgical intervention at this time.